Event description:
Device has been explanted and replaced.

Event description:
Patient's spouse reported left side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as surgical impact opening. (Shell thickness was within specification). Bubbles: not observed. Additional observations: observed stress marks. Observed creases on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient's spouse reported left side "rupture". Healthcare professional later reported "there are four non specific, various sized (measuring up to 8mm) round and stir hyperintense fluid bubbles in the lower inner left implant". Device has been explanted and replaced.